Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. The complaint is confirmed because the transmitter failed testing. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.